Event description:
On (B)(6) 2011 customer reported that the uninterrupted power supply (ups) to the dxc 600i instrument made a loud popping sound, and then a burning smell was noticed. Customer stated she had bypassed the ups and had the dxc 600i plugged into the wall so it was booting. Customer stated the ups was beeping last night, so they had bypassed it at that time. Customer's biomed engineer came in this morning to troubleshoot and that was when the ups failed completely. Customer stated they had re-attached the dxc 600i to the ups for troubleshooting purposes. Customer stated no patients were being run and no one was injured by the failed ups. The ups is not manufactured or serviced by beckman coulter. However, beckman coulter installed the ups to the dxc 600i instrument, and the failure of the ups could affect the integrity of the dxc 600i instrument in the event of recur.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).